Manufacturer narrative:
(B)(4). Date sent: 6/16/2026. D4: batch # unk. The device/photo upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during laparoscopic cholecystectomy procedure the surgeon attempted to load the clip applier; however, no clips were dispensed from the device. A second device was then utilized, and although a clip was deployed, it did not properly catch and was observed to be loose and sliding. No patient consequences.